Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the foley catheter did not inflate. Per follow up information received via ibc on (B)(6) 2022, stated that the issue happened during pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3 -way temp sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted attempted to inflate balloon and solution immediately leaked into the drainage lumen and out a (0.012") pinhole found on the shaft of the catheter located (0.4415") from the trifurcation. The photo sample was returned and could not be evaluated for the reported failure. This does not meet specification as per " cuts, perforations in the lumens are not allowed, the inflation perforation must not penetrate the drain lumen and must be properly formed. Bends are not allowed in the inflation lumen. A potential root cause for this failure mode could be ¿inappropriate material handling (silicone catheters)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the balloon of the foley catheter did not inflate. Per follow up information received via ibc on 09jun2022, stated that the issue happened during pretest.